Manufacturer narrative:
One intact 32cm hemo-flow catheter was returned for eval. A review of the mfg records was not possible as the lot number of the device was not provided. A visual examination of the device revealed a hole at the lumen to hub junction. An investigation has been initiated. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that during a dialysis treatment the machine alarmed. The nurse notice air in the blood circuit. On examination she identified a leak in the catheter as the source of the air. The treatment was discontinued.